Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review is not relevant as the problem source is user interface.

Event description:
It was reported that knobs were missing and the device would not stop working.